Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to (B)(6) 2020.

Event description:
Healthcare professional reported a xen45 gts event described as "implanted [device] appeared that the lumen was not open at the distal end. [Hcp] amputated the tip and it began flowing" during implantation in unknown eye. Device remains implanted. Event resolved.

Event description:
Healthcare professional additionally reported device was implanted in left eye via "ab-external surgery that the non-patent end would have normally been the end in the ac."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.